Event description:
It was reported that during a therapeutic stone retrieval procedure, the distal tip of the lithotriptor probe broke in half while in the patient. The physician was able to retrieve the tip. The procedure was completed with another device and no patient complications occurred due to this event. No further information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the cause for this event. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.